Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified particulate matter (pm) was observed in a two (2) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: (B)(6). Additional information was added to d9, h3, h4, h6 and h10. H10: two (2) actual samples and photographs were received for evaluation. Visual inspection along with magnification was performed and no particulate matter was observed in the actual samples; however, a white polymeric appearing particle possibly of fill port material was observed in both images. The reported condition was verified in the photographs only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.